Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer. The erroneous result was not reported outside of the laboratory. The sample was diluted ten fold and tested, resulting with an hcgb value of 8260 miu/ml. The sample was repeated without dilution, resulting as 5910 miu/ml. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number and expiration date were asked for, but not provided. According to product labeling, samples with hcgb values above the measuring range can be diluted. The undiluted value was within the measuring range of the assay, so dilution was not necessary. The investigation could not identify a product problem. The cause of the event could not be determined.